Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavy lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified left superficial femoral artery (sfa). The armada 18 dilatation catheter was advanced to the target lesion without resistance. The balloon was inflated and ruptured at 10 atmospheres (atm) during the first inflation. The dilatation catheter was removed without resistance. There was no adverse patient effect and no clinically significant delay. A second same device was used without issue. No additional information was provided.